Event description:
It was reported that the patient experienced a low blood glucose of 70 mg/dl during the night, treated with an oral glucose tablet with return to range, and the patient noted similar episodes over many years. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and resolution after oral glucose. Investigation included complaint intake review and user troubleshooting and education regarding recognition and treatment of low glucose. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.